Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided. Patient code 3191 captures the additional intervention that was performed to reposition the electrode. The device remains implanted and in service, with no further complications reported.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of the episode noted potential oversensing with noise. No changes were made and the s-ICD remains in service. No adverse patient effects were reported. Additional information was received. An untreated episode was stored showing oversensing with noise. The patient was brought in for an electrode revision. X-rays had shown that the electrode was pulling back and the tip was superficial. At the procedure, it was confirmed the sense b electrode had pulled back to just inside the suture sleeve. The electrode was repositioned and re-secured using the three incision technique and a new suture sleeve. Automatic setup was performed and the device selected the primary vector. Limited testing was performed and some noise markers could be created in the primary and secondary vectors when moving the patient's left arm, so the device was manually set to alternate, which had no n markers, and the patient would be seen for more thorough testing after healing from the intervention. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of the episode noted potential oversensing with noise. No changes were made and the s-ICD remains in service. No adverse patient effects were reported.